Manufacturer narrative:
Initial

Event description:
It was reported that during initial ilet training and continuous glucose monitor (cgm) pairing, the dexcom g6 remained in a ¿searching for transmitter¿ state after a prior pairing attempt, and it was suspected that a previously used pump was still connected to the cgm transmitter and interfering with pairing; the customer was instructed to move the secondary pump far away and to toggle the cgm settings, allowing time for the pairing process. No adverse clinical symptoms reported. Outcomes included no injury and no medical intervention. User support included remote troubleshooting and education with guidance to eliminate potential wireless interference and to repeat the pairing process. Investigation of this case revealed suspected transmitter communication interference from a previously paired external insulin pump, with resolution steps focused on breaking legacy connections and reattempting pairing. It was concluded, based on previously established findings for similar reports, that the cause was user and system interaction leading to communication interference during setup.